Event description:
On 06/23/1998, an anglo-seal device was deployed in a patient's right groin following a diagnostic procedure. An unspecified amount of time later, the patient later was transferred to another facility where a thrombectomy was performed. As of 08/14/1998 there has been no further information regarding this event provided to the manufacturer.